Event description:
It was reported to (B)(6) via email that a patient was cannulated with this needle. One of the needles had a leak present on the distal end. The leak was between the tubing and the connector that connects to the lines. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).